Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced a continuous audible tone while connected to the power module while at home. The patient exchanged the system controller and when he connected to the power module the alarm occurred again. The patient went to the hospital. Per the hospital staff, a red heart alarm occurred only when the system controller white power lead was connected to the power module. The pt stated he felt "chugging" and pulling in his chest when the alarm occurred. The system controller log file was reviewed and multiple low flow alarms and pump stopped events were recorded. The patient was given an ungrounded power module patient cable, and it was reported to be working well, without any alarms. Per add'l info received, the patient experienced more alarms a few weeks later. The system controller was exchanged and the alarms resolved. A few days later the patient experienced an alarm while on the power module with the ungrounded patient cable. The patient was taken to the hospital and intermittent red heart alarms were occurring. The system controller was exchanged without resolution. A few hours later there was a continuous red heart alarm. The patient was then taken to the or and his pump was exchanged. The pt remains stable on the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.